Manufacturer narrative:
(B)(4). Batch #: unknown.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.additional information was requested, and the following was received: what were the indications for surgery? Rectal cancerwhat surgical procedure was performed? Low anterior resectionclarification needed regarding the ¿didn¿t cut or staple all the way.¿ did the device partially fire (staple and cut line equal in length)? The instrument stapled but was missing staples in the middle of the staple line then stapled at the end. The surgeon said the staple line looked like this: ¿¿¿- ¿¿¿¿was the retaining pin in the hole prior to firing? He manually placed the retaining pindid the patient receive any preoperative chemotherapy or radiation? Unsurewhen was the staple retaining cap removed? Prior to usewhat provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Same provisions as always. Visual and physical inspections.was the device difficult to close? He said the device was not difficult to close.was the device closed and repositioned multiple times prior to firing? Unsure.was the device difficult to fire? No.was the distal transection completed in one or multiple firings? No.can more information be provided about staple form?what is the status of the patient? Stable.

Event description:
Procedure: low anterior resection. It was reported that the surgeon used stapler on a rectal stump and the instrument misfired (didn¿t cut or staple all the way). They could not complete the anastomoses and had to create an ostomy. The surgery was delayed by an unknown amount of time.

Manufacturer narrative:
(B)(4). Date sent: 08/03/2021. D4: batch # u5eh05. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.